Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she saw the poor communication screen on her programmer. She had a loss of therapy and had a return of symptoms. She had a few accidents and was embarrassed. The patient did not feel stimulation but therapy was not on. Patient services walked the patient through how to turn the device on and adjust it. Therapy was turned on and changed from p1 at 1.35v to p1 at 4.3v. The situation was resolved. The patient felt stimulation in the bicycle seat area. This was considered a sudden change in symptoms. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0aqlc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that troubleshooting was needed for a change in the patient's therapy. The patient reported a loss of therapy. Therapy was on. She hasn't had any falls or trauma but had been lifting heavy furniture. Patient also mentioned she had been stressed because she just got married. Patient started at 4.0 volts. Patient increased to 4.6 volts but was feeling stimulation in her leg. She decreased stimulation to 4.0 volts where it was comfortable and not in her leg. Symptoms reported were the patient said she was starting to have a little leakage and now it was out of control. She can't make it to the bathroom and was wetting the bed. Event date was (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.